Event description:
It was reported that the male luer lock adapter of a clearlink system continu-flo solution set was ¿defective (warped)¿. This was noticed when the device was found to be unable to connect to the patient¿s central venous access device. New tubing was primed in response to this event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a warped collar on the male luer connection and a proper connection could not be established. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.